Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted another maj-1430 video scope cable however, the issue persisted. The customer took both scopes and cable to another cv-190 and was able to obtain image. Tac advised sending in the unit for repair and the customer opted to do that later. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during an endoscopic retrograde cholangiopancreatography procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the reported event, the root cause of images not displayed, and the scope not being detected could not be identified. However, it is likely the cause is related to the maj-1430 video scope cable being broken. Olympus will continue to monitor field performance for this device.